Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number 617147. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal on the on top case and plunger assembly removed, and a cracked lower right front corner of top case and battery door. A review of the event history log identified motor rate error in the history. Functional testing was done using an occlusion test and the reported problem was duplicated. The root cause of the reported problem was a combination of a worn and dirty motor assembly, worm gear, leadscrew and clutch halves. As the pump was over 10 years old, this was considered normal wear. To resolve the problem, these parts were replaced.

Event description:
It was reported that the pump displayed motor rate error. No additional information available. No patient injury was reported.